Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 15 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.